Event description:
Had filshie clips inserted back in (B)(6) 2013 and since doing so I've experienced some of the worst stomach pain and cramping imaginable on a constant and daily basis. So much so that I've visited the ER more than 10 times in the last 2 years. I'm constantly popping tylenol just trying to be able to tolerate the pain. I've also noticed that I have migraines on a regular basis as well. Lately I'm developing uti's on regularly something I've never experienced in my life. Although the pain is constant it's that much more worse during my menstrual cycle. Although I do not regret using preventive measures to prevent pregnancy I wasn't even made aware until about a year ago that these clips were the method used during my surgery as I had asked and signed for having my tubes tied. Not once was there mention of clips by my doctor nor was my consent given. Everyday I regret having this crap in me.